Event description:
It was reported that the cobalt levels rising on blood tests. Possibly neurological and cardiac symptoms of cobalt toxicity, palpitations tremor, burning feet, abnormal smell sensations, mild disorientation at times.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additionally an unknown mitch cup and mitch head manufactured by depuy were reported. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding elevated cobalt and possible symptoms of cobalt toxicity involving an unknown accolade stem was reported. The event was not confirmed. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. This event is under the scope of (B)(4), initiated in response to the field safety notice for mitch trh cup /head when implanted with the uncemented accolade stem. A review of post-market surveillance data suggested a higher than expected revision rate for this device combination. The field safety notice advises against this combination and recommends patients be followed according to local guidance/standard of care for patients receiving metal on metal articulations.

Event description:
It was reported that the cobalt levels rising on blood tests. Possibly neurological and cardiac symptoms of cobalt toxicity, palpitations tremor, burning feet, abnormal smell sensations, mild disorientation at times.